Event description:
Treatment of a large unruptured saccular aneurysm measuring 11mm x 8mm located in the supraclinoid segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.25mm x 25mm) could not be released from the capture coil and it was removed from the patient. The second pipeline (4.25mm x 20mm) was deployed, but required balloon angioplasty (an option presented in the instructions for use, u.s.) To fully open the proximal segment. Post procedural angiogram showed an eclipse. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00156.

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire as it was discarded; therefore, the evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).